Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because a physician reported a break in aseptic technique by the patient who did not wear a mask. The patient was re-trained on proper aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Information regarding patient retraining on aseptic technique has been requested from the local baxter affiliate. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a physician in the philippines of did not wear a mask and peritonitis coincident with dianeal pd2 (dianeal pd2 1.5% pd solution) therapy. On (B)(6) 2012, the patient began treatment with dianeal pd2 1.5% therapy (dose, frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient did not wear a mask. This was the cause of peritonitis. On (B)(6) 2012, the patient was hospitalized for an unreported reason. On (B)(6) 2012, the patient was diagnosed with peritonitis manifested by abdominal pain. The patient had less abdominal pain during the shift. The sample was taken before the start of antibiotics. On (B)(6) 2012, the patient had no abdominal pain and the dialysate was clear. Treatment for did not wear a mask was not reported. The patient began treatment with ciprofloxacin, 500mg/tab, twice a day, vancomycin 1gm in 100cc pnss to run for 1 hr and vancomycin 500 mg for 5 days (lot numbers and route of administration not reported) for peritonitis. Treatment with antibiotics was still ongoing. The patient was still hospitalized. The patient recovered from the event of peritonitis o (B)(6) 2012. Outcome for the report of patient did not wear a mask was not reported. Per the reporter, the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for did not wear a mask.